Event description:
According to the information, there was a malfuncton.

Manufacturer narrative:
According to the available information, this inflatable penile prosthesis was implanted in 2006 and revised four months later due to a lockout valve malfunction. One lockout reservoir was received for evaluation. Examination of the reservoir revealed that the inlet tubing had been tied in a knot prior to return for evaluation. As the knot was unable to be untied, qa was unable to functionally test the reservoir component. Visual examination of the reservoir revealed no abnormalities. Also, pressure exerted on the air left in the reservoir bladder revealed the poppet component was functioning as intended. Because the available information did not provide any indication as to what factors may have contributed to the malfunction and because testing was not able to be performed due to the as-received condition, qa cannot determine the cause of the reported event.